Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2021. The pump was retained by the hospital. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported through patient outcome information that the patient was explanted on (B)(6) 2021. The heartmate ii lvas, serial number (B)(6) , was not returned for evaluation. No specific device-related issues or adverse events were reported in association with the patient's transplant. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 01nov2019. No further information was provided. The manufacturer is closing the file on this event.